Event description:
Nurse manager reported the inform system gave a blood glucose result of 376 mg/dl at a time when a patient was symptomatic of hypoglycemia. Nurse did not treat based on the inform result; called emts. Emt meter result an unspecified time later was 19 mg/dl. Patient was treated with IV, transported to hospital for further treatment. A request was made for the return of the system, and a replacement was sent.